Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 5. There was no adverse impact on the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. Tandem technical support resolved the issue by sending a replacement pump with updated software and provided instructions for returning the malfunctioning pump via ups using a return box and pre-paid label. The caller planned to use manual daily injections as backup therapy until the replacement pump was received.